Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) had a touchscreen malfunction. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d9, d10, e1(initial reporter), e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. Corrected fields: e1(event site name, event site city), g2. A getinge field service engineer (fse) was on a call to evaluate the unit. The fse reported that a screen calibration was done over the phone with the customer. Once the calibration was done the device worked correctly.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site name is (B)(6) hospital. E1 event site city is (B)(6). Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : e1 ( event site email , event site address , event site city ).

Manufacturer narrative:
Due to character restriction in block e1 e1 event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) had touchscreen malfunction issue . There was no harm or injury reported.